Event description:
Customer reported low blood glucose event. The blood glucose reading was 22 mg/dl. The paramedics were called to customer's residence. Customer was vomiting. Customer stated that he did not eat and worked all day. The paramedics treated with glucose gel. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.